Manufacturer narrative:
(B)(4). Date sent: 7/29/2021. The product is within the recall, but the returned device didn¿t exhibit device discontinuity. Therefore, the DHR for lot 11839 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4) date sent: 5/25/2021 additional information received: device explanted on 6 may 2021. Photo was provided for review by ethicon medical safety officer. Following are their observations: "I reviewed a photograph of a computer screen showing a contrast swallow of the patient referred to in this complaint. There were 2 images showing an annular linx device in the closed at the cardia. There was contrast in the stomach. On the images reviewed the device appears intact." Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The product lot no.11839, product code lxm16 is affected in the linx® reflux management system recall from 2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant (please spell out the month, e.g. Jan, feb, mar, etc.)? Will the device be explanted (please spell out the month, e.g. Jan, feb, mar, etc.)? If yes for explanted, on what date will the device be explanted (please spell out the month)? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx patient presented in which the linx system was opened.